Event description:
It was reported that the numbers on the insulin pump do not go up. Customer stated that they delivered 30 units of insulin without numbers showing up on the screen. Customer's blood glucose level at the time 204mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk. Compromised force sensor system alarm was not verified during testing due to loose drive support disk. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).